Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose, with blood glucose of 496 mg/dl at the time of the incident. The customer used pump boluses and manual injections to treat. The customer was wearing the insulin pump during the incident. The customer reported their infusion set cannula was bent. Troubleshooting was not completed as the customer declined. The customer was on steroids and had to take out their infusion sets out early on multiple occasions. Customer also had serter issues during infusion set insertion. The insulin pump will not be returned for analysis.